Event description:
It was reported that the touchscreen times out during use. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting and further follow up from tandem technical support. No additional information was provided.